Event description:
It was reported to boston scientific corporation that a mantis was used in the colon during a colorectal endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. Upon release of the mantis clip, the clip and its connecting part did not detach smoothly; however, after performing the handle opening and closing operation, separation was achieved. During this process, the tip of the connecting part detached and fell into the body, requiring retrieval with grasping forceps. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2 (correction) block h6 (device code) has been updated based on the information that was identified on 8jul2025. Block h6: imdrf device code a15 captures the reportable event of clip difficult to deploy. Block h11: the returned mantis clip was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and showed evidence of full deployment. No problems were found under microscopic inspection. No other problems with the device were noted. The reported event of clip difficult to deploy was not confirmed, as the device was returned fully deployed. Therefore, the most probable root cause of this complaint is no problem detected.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to deploy.

Event description:
It was reported to boston scientific corporation that a mantis was used in the colon during a colorectal endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. Upon release of the mantis clip, the clip and its connecting part did not detach smoothly; however, after performing the handle opening and closing operation, separation was achieved. During this process, the tip of the connecting part detached and fell into the body, requiring retrieval with grasping forceps. The procedure was completed with the original device. There were no patient complications reported as a result of this event.